Manufacturer narrative:
(B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, patient underwent initial implant procedure for fixation of a subtroch/intertroch fracture. On an unknown date, the patient reported as having pain and it was found that the blade had cut through her femoral head. On (B)(6) 2016, patient underwent revision surgery of a 90mm tfna helical blade to an 80mm tfna screw. All hardware was removed intact with no report of surgical delay or patient harm. Concomitant devices reported: tfn nail( part# unknown, lot# unknown, quantity 1) . Screw (part# unknown, lot# unknown, quantity 1). This report is for one (1) tfna helical blade 90mm sterile. This is report 1 of 1 for com-(B)(4).